Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicated that the cause of the discordant tsh, ft3 and ft4 results was due to a malfunction in the 'base pump'. The fse replaced the base pump. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur - tsh, ft3 and ft4 results were obtained on patient samples. The results were reported to the healthcare provider(s). The patient samples were repeated on another advia centaur system and the corrected results were reported. There were no reports of adverse health consequences or known patient intervention due to the discordant tsh, ft3 and ft4 results.